Event description:
It was reported that 1 bd micro-fine¿+ insulin syringe scale markings were inaccurate. The following information was provided by the initial reporter, translated from german to english: "the patient complaint about the scaling. "

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned five photos of the 0.5ml, 30guage, 8mm bd micro-fine syringe. The customer reported scaling issues on the syringe. The photos were examined, and the reported defect of scale misaligned cannot be confirmed based upon the photos. A review of the device history record was completed for batch# 1347543. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was unable to confirm the customer¿s indicated failure (scale misaligned). Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 bd micro-fine¿+ insulin syringe scale markings were inaccurate. The following information was provided by the initial reporter, translated from german to english: "the patient complaint about the scaling. "

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.